Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no previous service events were related to the reported condition. An internal/external inspection was performed and the device passed, along with all of the electrical testing. Technician checked for infinite resistance reading from ground to each ac input terminal and the readings were not infinite; readings go to their proper infinite value when the pump assembly is disconnected. Earth leakage failure was verified in returned instrument testing evaluation. The cause of this failure was determined to be a defective pumphead assembly. The pumhead assembly was scrapped and the device was repaired and returned to the owner. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.